Event description:
It was reported to covidien in 2009, that a customer had a problem with a suction instrument. The customer reports the mechanism that locks the inner suction tube into place broke off, causing the surgeon to run the bowel to find it.

Manufacturer narrative:
Submit date: 04/24/2009. An investigation is currently underway. Upon completion, the results will be forwarded.